Manufacturer narrative:
One unused suspect device was returned for evaluation. The device was examined visually. Contamination larger than the specification was found in the fluid path. The complaint is confirmed. The root cause is unable to be determined. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found. Corrective actions are in process.

Event description:
The distributor alleged a foreign object was inside the fluid path of the non-sterile syringe. This was identified during their initial inspection of received product. The device was not sent to a user facility.